Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) for the reported issue of stent migrated. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Perforation and stent migration are known complications associated with the use of this device, and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was diagnosed with colon cancer and has a history of diabetes mellitus. The stent was being implanted as a bridge to surgery to provide palliative treatment of a 10 cm stricture within the sigmoid colon. The patient's anatomy was reported to not be tortuous. On (B)(6) 2012, a wallflex enteral colonic stent was implanted within the sigmoid colon without any complications. Following stent placement, chemotherapy was performed "until the middle of december" to reduce to the size of the tumor. On (B)(6) 2013, the patient reported that he was experiencing "something like mail" mixed within his urine. However, he did not experience any pain. On (B)(6) 2013, a magnetic resonance imaging (MRI) and computed tomography (CT) scans were performed. It was confirmed that the stent had migrated and there was a perforation within the recto-sigmoid colon and a colovesical fistula. Emergency surgery was performed to treat the perforation and fistula, and the stent was removed. On (B)(6) 2013, the patient subsequently underwent a colostomy as a result of the perforation and fistula. The patient has recovered to the point in which he can be discharged from the hospital and is currently under follow up as a urethral balloon will be implanted. In the physician's assessment, the reduction of the tumor as a result of chemotherapy, the stent migration and the weak state of the patient due to their diabetes may have contributed to this event.